Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a traumatic thoracic aortic aneurysm using gore® tag® conformable thoracic endoprosthesis. On an unknown date in 2021, follow-up computed tomographic imaging reportedly revealed blood leakage into the aneurysm contributing to aneurysm enlargement (amount unknown). The physician suspected either a type ii endoleak from an intercostal artery or a type iiib endoleak; however, the type of endoleak could not be confirmed. On (B)(6) 2021 (about two months after the previous follow-up examination), an additional gore® tag® device was implanted to reline the existing gore® tag® conformable thoracic endoprosthesis to exclude a possible type iiib endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Event date has been estimated as (B)(6) 2021 as earliest known date of onset for the endoleak was approximately two months before the secondary intervention procedure. (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, aortic expansion, and reoperation.¿